Event description:
It was stated that on (B)(6) 2011, the pt was implanted with a gore tag thoracic endoprosthesis to treat a thoracic-abdominal aortic aneurysm. Prior to the tag implant, the physician performed a debranching surgery using a 6mm stretch vascular graft ((B)(4)/(B)(4)) and a 10mm dacron graft to keep blood flow to the sma and both renal arteries (the tag devices intentionally covered these vessels). The physician used the dacron graft to bypass from the terminal aortica to the sma. He anastomosed the middle of the stretch vascular graft to the dacron graft (side to side anastomosis). Each end of the stretch graft was anastomosed with the left and right renal artery. The tag was subsequently implanted. In (B)(6) 2011 (date unk) leakage of serum was noticed from the stretch vascular graft. The physician drained the fluid. On (B)(6) 2011, it was noticed that the serum leakage/seroma persisted. The physician performed an endovascular repair to prevent reaccumulation of fluid in the abdominal cavity. As of (B)(6) 2011, the pt status was good.

Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specs.